Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: cocr head, xl, 32/+8, taper 12/14; catalog#: 01.01012.328; lot#: 2719811, revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; catalog#: 01.00402.075; lot#: 2770083. Therapy date: (B)(6), 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on mar 11, 2021. Additional: a1, a2, a3, a4, b2, b5, d1, d2, d4, d6, d10, h3, h4, correction: b4, g3, g6, h6, h10. The manufacturer received x-rays and other source documents (implantation and revision report) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted with a revitan stem on jan 31, 2015. The patient was doing well until sudden pain and a cracking sound in the right hip occurred without trauma. The examination revealed an implant fracture at the modular junction, for which the patient underwent revision surgery on dec 12, 2020. Review of received data: x-rays: in total 8 radiographs have been received. Two radiographs were taken on (B)(6) 2015 before implantation of the revitan stem, showing the situation after a periprosthetic femur fracture and a radiolucent line between bone and bone cement. Three radiographs taken on (B)(6) 2015 show the situation after implantation of a modular stem. The greater trochanter is fixed by a cerclage wire and the lesser trochanter is fixed by two cerclage wires. There is fixation of a femoral cortical bone medially by three cerclage wires. At the lower half of the distal stem, a bony defect can be seen on the medial side. The modular junction of the stem is located slightly below the lesser trochanter. Three radiographs taken on (B)(6) 2020 show a fracture of the modular joint. A new periprosthetic fracture is present at the level of the fracture site of the stem. The proximal part of the stem is tilted medially. A radiolucent gap is visible laterally along the proximal two-thirds of the proximal stem. Surgical report: revision report, dated (B)(6) 2020: diagnosis: non-traumatic implant fracture of the modular connection of the revitan revision stem from zimmer gmbh placed in 2015 and periprosthetic femur fracture. Indication: the patient has an acute, nontraumatic fracture of the modular connection of the prosthesis in place. The implantation was performed in-house in 2015. The patient was very satisfied and had no significant hip complains, until a few days before the event, when the patient experienced some discomfort during load bearing. The fracture came as a complete surprise during normal standing in the kitchen. Treatment: partial resection of the proximal femur; replacement of the hip tep with a mutars stem. Muscle reconstruction with tethering and multiple cable cerclages; epicutaneous vacuum assisted closure (vac). Description of procedure: incision through old scar. Visualization of the trochanteric massive and the fracture site. Removal of the proximal stem. Resection of the proximal femur to expose about 5 cm of the shaft so that explantation instruments can be engaged. Removal of the distal stem using chisels and forceps. Insertion of the new components. Implantation report, dated (B)(6) 2015: diagnosis: periprosthetic fracture of the right femur with loosened cemented stem. Indication: right hip stem replacement to a modular, cementless right revitan stem with distal locking. Treatment: incision over the trochanter massif and incision of the scar of the joint capsule. Luxation of the head. The shell is still in good condition, no signs of loosening or decentration of the head. Accordingly, the acetabulum is left in place. At the distal border of the femoral fracture, 2 cerclage cables are fixed. Using a longitudinal osteotomy, the loosened stem can be removed together with the bone cement. Preparation of the distal stem with reamers and chisels. Preparation and insertion of a size 24/260 mm revitan stem and distal locking with 3 screws. Subsequently, the around 5 femoral fragments are now attached to the stem with cerclage cables. Implantation of a 75 proximal stem and placement of the trochanteric fragment, which is secured with several cerclage cables onto the stem. Mounting of an xl head. Closure. Patient data: h.b., male, born: (B)(6) 1934, height: 196 cm, weight: 110 kg, bmi: 28.6. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate of the pin of the distal revitan stem was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with a revitan stem on (B)(6) 2015. The patient was doing well until sudden pain and a cracking sound in the right hip occurred without trauma. The examination revealed an implant fracture at the modular junction, for which the patient underwent revision surgery on (B)(6) 2020. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The parts have not been returned for examination; therefore, visual and dimensional evaluation could not be performed. Based on the radiographs and medical records provided, the reported pin fracture of the distal revitan stem can be confirmed. The modular junction is located just below the lesser trochanter, which may have resulted in higher bending forces at the modular junction compared to a longer proximal component. These bending forces are increased by the xl head, which in turn creates a longer lever arm, and the slightly increased body weight index (bmi) of the male patient (1). Further, it is possible that the proximal revitan stem did not have adequate bony support; however, this cannot be fully assessed due to the lack of radiological follow-up covering the entire period in vivo. Based on the investigation, it remains unknown if and to what extend the size of the proximal revitan stem, a potential insufficient medial bony support of the proximal revitan stem, the patient's increased bmi and the extra-large head offset (xl) may have contributed to the sequence of events leading to the fracture. Further, due to the unavailability of the components and because the cause may be multifactorial, a precise cause could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). (1) herold, f., noetzli, h., eijer, h. (2019). Short proximal components in modular revision stems carry a higher risk for stem fractures. Hip international: the journal of clinical and experimental research on hip pathology and therapy, 2019 oct 22; 1120700019884049. Doi: 10.1177/1120700019884049.

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and a revision surgery has been planned for implant fracture.